Manufacturer narrative:
Describe event or problem: updated to reflect the information received on 2017-apr-17. (B)(4) added to reflect the patient's report of pain and withdrawal symptoms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-apr-17 from the patient. The patient reported that, on (B)(6) 2017, the patient went in for a refill but was told that the pump had quit and it would be better not to get the pump refilled. The week prior, the patient was experiencing pain and physical withdrawal symptoms. The patient was taking 3 oxycodone a day with their doctors approval. According to the patient, they were also taking xanax at night to sleep due to a head injury from vietnam. The patient also reported several other adverse events occurring prior to this event. The patient reported that, 4 to 6 months prior, they fell down 10 stairs. The pump was not checked, but was refilled following this. The patient also reported that, 6 months prior, that their back problem had re-herniated and that they had a cracked disc. The patient noted that without the pump, they can barely walk because of "l5-s1" and two surgeries. Additionally, the patient reported that they had a seizure, lost consciousness, and had their license suspended due to their head injury sustained in vietnam prior to the pump implant. No further patient complications have been reported as a result of this event. The patient¿s medical history included a head injury sustained while serving in vietnam prior to the implant. The patient¿s concomitant medications included oxycodone three times a day and xanax at night.

Manufacturer narrative:
Updated to reflect patient's weight reported on (B)(6) 2017. Updated to reflect the information received on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was reported that the patient had been sent for a pump replacement following authorization from the patient's workman's compensation provider. The patient was seen by the hcp the week of (B)(6) 2017 and at the time of the report was decided if they would replace the pump. The patient was reported as having decreased hearing, which led to the patient not hearing an audible alarm. The patient's symptoms were considered related to the premature eos. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving sufentanil (300 mcg/ml at 65.94 mcg/day) and bupivacaine (23 mg/ml at 5.055 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2017 it was reported that a pump alarm was confirmed via telemetry. The alarm was not heard. A non-critical and critical alarm had occurred. The pump logs indicated that the alarms were due to eri (elective replacement indicator) on (B)(6) 2017 with a replace by date of (B)(6) 2017 and eos (end of service) on (B)(6) 2017. When the pump was interrogated in (B)(6) 2017, eri was 12 months. The patient had no symptoms. No further patient complications have been reported as a result of this event.